Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad buttons. This report is made based on the results of evaluation completed on 04/17/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the pump keypad buttons symbols were observed to be worn but the keypad was intact. The keypad buttons were tested and all keypad buttons were found to be responding normally. The keypad cover was removed and contamination was observed under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).